Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was used during a removal sling, placement of a lynx sling and cystoscopy procedures on (B)(6) 2018 to treat persistent stress urinary incontinence. Findings include, inflamed anterior vaginal wall, the miniarc sling, which appeared to be loose and what appeared to be a small ureterovesical junction stone upon cystoscopy. On (B)(6) 2020, the patient experienced voiding dysfunction and was advised to have a removal of sling procedure to be performed. Following successful induction of general anesthesia, the patient was prepared for surgery. An incision was outlined from the bladder neck to just proximal to the urethral meatus, __ ml of 0.5% lidocaine with epinephrine in a 1:200,000 concentration was injected in the anterior vaginal wall. The incision was made as outlined. Sharp dissection was used to dissect the vaginal epithelium from the periurethral fascia bilaterally to the level of the interior pubic ramus. The sling was identified in the mid urethra, noted to be deep to the periurethral fascia. It was dissected circumferentially from the mid urethra, cut in the middle then dissected free all the way into its insertion into the obturator intermus muscles bilaterally. There, the sling was cut and sent for pathological analysis. Copious antibiotic irrigation was undertaken. The urethra was inspected and noted to be intact. The periurethral fascia was then approximated using ___ vicryl in an interrupted fashion. Copious antibiotic irrigation was undertaken. The vaginal epithelium was then closed using ___ vicryl in a running fashion. A vaginal packing and foley catheters were left in place. The patient tolerated the procedure well and was returned to the recovery room in good condition.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2020, revision procedure date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.